Event description:
It was reported that there was a perforation. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician gained access to the patient and began to position the was in the patient. While inserting the was in the patient the was perforated the patient near the superior vena cava iliac junction. The patient remained stable, and a vascular surgeon was called in to check the patient. Protamine was given to the patient and the vascular surgeon had no concerns about the perforation as it had mostly clotted. An intravascular ultrasound (ivus) catheter was used to get diameters in case something changed. The physician made the decision to end the procedure with no closure device implanted. The patient did not experience any other complications as a result of this event.